Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a laser assisted cataract extraction with intraocular lens implant (iol) a patient experienced a posterior capsular tear. The surgeon performed an anterior vitrectomy and completed the surgery. The intraocular lens (iol) was changed from a toric iol being used to an iol place in the sulcus.

Manufacturer narrative:
The clinical applications specialist reported that the surgeon tore the capsule superiorly during irrigation/aspiration (I/a). "This was a female patient, who was scheduled for surgery in the right eye (od) with the use of the laser. The surgeon programmed a 6.0 mm capsulotomy, 3 lens chop at 5.8 mm and 2 arcs at 15 degree angle 30% in depth to align toric iol. No incisions were created as this was her phase 3 training. Both surgeons were in the room proctoring surgeon and the ¿learning surgeon¿). The laser went perfect and the capsulotomy was free. The ¿learning surgeon was able to crack the lens, complete phacoemulsification, and removed the quadrants without issues. The surgeon uses a bi-manual technique during I/a. The surgeon tore the capsule superiorly. To complete the case the proctoring surgeon completed the anterior vitrectomy and changed intraocular lens to a toric lens, placing it into the sulcus. Additional, related information was requested but was not obtained. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).